Event description:
As reported, during a lung transplant procedure, this hemosphere pressure cable used in combination with a cco (continuous cardiac output) pulmonary artery catheter for patient continuous monitoring displayed high inaccurate paps (pulmonary artery pressures). Initially, pulmonary artery systolic pressure (pasp) readings (40 - 45 mmhg) were consistent with preoperative echocardiography findings. However, throughout the procedure, pasp readings progressively increased to abnormally high levels (up to 80 mmhg) despite stable waveform quality, confirmed catheter position, and repeated flushing and re-zeroing, with no clinical or echocardiographic correlation. There was no expected reduction in pasp following implant and reperfusion of the first donor lung. The persistently elevated readings raised concern for severe pulmonary hypertension and nearly led to escalation to extracorporeal membrane oxygenation (ECMO). Similarly, no expected reduction in pasp was observed following implant and reperfusion of the second donor lung. At that time the patient was receiving inhaled nitric oxide (ino), milrinone and vasopressin. During troubleshooting, the smart pressure cable was replaced with a standard invasive pressure cable and re-zeroed, resulting in an immediate normalization of pasp values (30/12 mmhg), which was confirmed by intraoperative echocardiography. There was no allegation of patient injury. The device was available for evaluation; however, it has not been received yet.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.